Event description:
Surgeon attempted falope ring application on the left fallopian tube, using disposable falope-ring band applicator kit, ref no: 006889-901, lot no. Mk612808, expiration date: 06/15/2021. He noted tube laceration, requested another falope ring band applicator kit. He stated the device cut the tube.